Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. The device was not explanted.

Event description:
It was reported to nevro that a patient had acquired a seroma around the ipg site following implant procedure. The seroma was drained and the patient was admitted to the hospital because of the patient's history of infection. The patient was given IV antibiotics. There was no report of further complication.